Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 121, 315, and 159 mg/dl, when testing was performed within 10 mins on the advantage system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.